Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and outcome of the peritonitis were unknown. On the same day as onset, the patient was hospitalized for the event and the patient began treatment for the peritonitis with injection vancomycin, 1gm, stat, and injection cefepime, 1gm per exchange (routes were not reported). At the time of this report, dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the patient experienced a breach in aseptic technique which resulted in the previously reported peritonitis. The breach in aseptic technique was further described as the patient made a mistake. On an unreported date, antibiotic treatment was stopped. The patient was recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available. Device code (B)(4) was removed and replaced with (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.